Event description:
It was reported to boston scientific corporation that a spybite max biopsy forceps was used during an e.r.c.p. (Endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2023. During preparation, after the patient had been sedated, when device was unpacked, it was noticed that the sheath of the spybite forceps was kinked. However, the procedure was cancelled due to the patient being weak. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: impact code f1001 captures the reportable event of procedure not completed due to the reason of patient being weak.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure not completed due to the reason of patient being weak. Block h10: the returned spybite biopsy forceps was analyzed, and it was observed that the jaws were returned closed, and the jacket was kinked in the distal section. A functional inspection was performed by attempting to open and close the jaws; however, due to the kinks encountered, the jaws did not open. No other issues with the device were noted. The reported event of jacket kinked was confirmed. Based on all available information, it is most likely that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician, could have resulted to the damages encountered on the device; thus, could have affected its performance and its intended purpose, leading to the reported event. Therefore, the most probable root cause is adverse event related to procedure. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spybite max biopsy forceps was used during an e.r.c.p. (Endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2023. During preparation, after the patient had been sedated, the device was unpacked, and it was noticed that the sheath of the spybite forceps was kinked. However, the procedure was cancelled due to the patient being weak. There were no patient complications reported as a result of this event.